Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received pump error image on the pump screen. Customer's blood glucose was 160mg/dl. Customer was assisted with troubleshooting and was advised to refer to back-up plan. The pump will not be returned for analysis.

Manufacturer narrative:
Pump error 35 noted in the pump history and critical pump error (open book image) alarm during testing due to moisture damaged electronic assembly on the electrical board. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm.